Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had frozen display and keypad anomaly. The customer's blood glucose level was 140 mg/dl. The customer reported that the buttons on the insulin pump were unresponsive. The time on the insulin pump was not advancing. The customer reported that the insulin pump also received battery out limit error and failed battery test error which were unable to be cleared. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.